Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had difficulty inflating the device as the pump was stuck. In a clinical appointment, the issue was not solved. Therefore, the patient was anesthetized and prepped for a surgical intervention. Prior to surgery, the issue was solved by cycling the device a few times. No incision was made. No patient complications were reported.